Manufacturer narrative:
This report is being submitted to update additional information in sections a2, b4, b5, g3, g6, h2, h6 and h10.

Event description:
It was further reported that the plates were removed due to exposure of the plate, not an active infection.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, e1, e2, e3, g3, g6, h2, h6, and h10.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the patient was revised due to a surgical site infection with implant exposure to the mouth and was revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). A2: dob: (B)(6), as both dates provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 ¿ medical products item # 01-9215, lot # ni; 2.0mm system plate 2.0 /1.0 4 hole xlong plate. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient's activity level was described as sedentary and had a medical history that includes facial asymmetry. The plates were removed due to exposure of the plate, not an active infection. The medical records were partially legible due to poor picture quality. A definitive root cause cannot be determined. It was noted this patient had a medical history that includes facial asymmetry. It could not be determined if this condition caused or contributed to the reported issue. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Initial medwatch was submitted with a notification date of 11/07/2023 in g4 and submitted on 12/05/2023; however the correct notification date is 09/18/2023.

Event description:
No further event information is available at the time of this report.